Manufacturer narrative:
The report of low flow alarms was confirmed during the evaluation of the pump. The pump was returned assembled with the percutaneous lead severed approximately 12 inches from the pump housing. The inflow conduit, outflow graft and severed portion of the percutaneous lead were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces found a red, tissue-like thrombus around the outlet bearing. The tissue did not show laminated layering, indicating that the thrombus did not likely form in the outlet stator. The outlet bearing cup and rotor showed contact marks, indicating that the thrombus was present while the pump was operating. The observed thrombus could have contributed to the low flow hazard alarms captured on the submitted log file. The evaluation could not determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a ramp echocardiogram performed on (B)(6) 2016 revealed that the patient¿s pump was not adequately unloading the left ventricle, and that the lvad system produced red heart alarms. The patient was reported to be asymptomatic. The patient underwent a pump exchange on (B)(6) 2016.